Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge. Cts instructed caller to remove cartridge from pump and deliver a 9-unit bolus. The bolus completed successfully. Cts informed the caller that iob will be affected. Customer did not have an additional cartridge so will rely on manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.